Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Device is an instrument and is not implanted/explanted. (B)(6). A device history record (DHR) review was performed for part #03.114.001, synthes lot#h288454: release to warehouse date: 27-feb-2017, expiration date: n/a, supplier: (B)(4): no non conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: this report is for a veterinary case. There was no human patient involvement. It is reported that preoperatively it was detected that the drill sleeve does not fit in the plate. No patient involvement. Concomitant device reported: lcp plate 1.5, straight, 4 holes, l 23mm (part vp4001.04, lot h097327, qty 1). This report is for one (1) 1.1mm lcp threaded drill guide for 1.5mm lcp plates. This is report 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: the investigation has confirmed that the lcp drill sleeve does not engage with the plate. The first turn of each thread (two start threads) was rolled closed by the chamfering or deburring operation during manufacturing. Relevant actions have been taken to address the issue. Device for a veterinary case, however, there was no patient involvement. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.